Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Nominal outer body diameter for a 20fr gore® dryseal flex introducer sheath is 7.5mm. The gore® dryseal flex introducer sheath instructions for use states ¿if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2018, a 20fr gore® dryseal flex introducer sheath was used as part of a thoracic endovascular aortic repair. According to the report, resistance was felt when the sheath was advanced through the left external and common iliac arteries. After all endoprostheses were implanted and the sheath was withdrawn, final procedural imaging reportedly identified a dissection of the left external iliac artery at the common iliac bifurcation. Bare-metal stents were implanted to repair the dissection. The patient tolerated the procedure. Vessel diameters in the left external iliac artery measured a reported 6.7 ¿ 7.2 mm.